Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced high blood glucose level on third day of insertion event on (B)(6) 2026. The site of insertion was lower back. The patient's blood glucose level was 381 mg/dl and was treated with insulin pens. No further information available.